Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that multiple cartridge alarms occurred during insulin therapy. Customer's blood glucose (bg) level was recorded as high. Customer changed the cartridge to resolve the issue. Customer resumed pump therapy to resolve high bg.